Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. No adverse event was associated with the device. The procedure was completed with a readily available alternate device without any procedure delay.

Manufacturer narrative:
Worn bearings and tight spindle housing were identified as the probable cause of the device overheating. Worn bearings will result in increased friction during use and tight spindle housing will result in spindle rub with the driveshaft with both scenarios causing increased heat production.